Event description:
Using axsos prox. Humerus sleeve, the surgeon reported to the sales rep that the 3 screws in the contracortical broke while screwing, probably due to the excessive hardness of the patient's bones. Two screws could be changed, the third broke in the bone and could not be removed. Prolongation of anesthesia was confirmed to be less than 1/2 hour, no consequences to the patient were reported.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.